Event description:
It was reported that a vns patient's generator was found to be reset to 0ma at a routine office visit due to an unk reason. Programming data from the patient's treating physician's vns handheld was received by the manufacturer and a review of programming history confirmed that the device reset event was a result of an inappropriate burst watchdog timeout. The reporter indicated that the patient had experienced an increase in seizure activity due to loss of therapy from the device being programmed off due to the reset event. It is unk if the increase is above pre-vns baseline. The physician indicated the patient's seizure condition began to improve immediately after the device enabled and stimulation was re-initiated.

Manufacturer narrative:
Analysis of programming history.